Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation, legal manufacturer's final investigation, and information obtained from the customer. Additional information added to the following fields: b5, d8, d9. H3, h4, h6. The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the reported e231 error was not duplicated during the inspection. Possible causes for the error include the following: defective micro controller in the spark monitor (generator board must be replaced). Defective optical transceiver in the spark monitor (generator board must be replaced). Defective optical waveguide. Defective optical transceiver at the control board (control board must be replaced). Defective resistor r28 at the communication board (communication board must be. Replaced). Defective buffer ic3 (control board must be replaced). Defective resistor r28 at the communication board of a connected afu-100 unit. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was diagnostic in nature and completed using a similar device.

Event description:
It was reported, the generator was showing error 231. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.